Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's ins would go off and make the patient jolt when they go through the security gates at the department stores. The patient indicated that the issue had gotten worse since implant and the patient was advised to try turning the ins off when going through security gates from now on. In addition to the security gate issue the patient also noted that two days prior to the call the patient noted that the implant site was hurting. The patient denied any falls or trauma, but confirmed that the battery felt like it had moved. The patient clarified that the ins used to be flush with their skin surface, but now it felt tilted. The patient was advised to follow-up with their healthcare provider (hcp) and patient status is unknown at the time of this report. There were no further complication reported or anticipated.